Manufacturer narrative:
Concomitant medical prdouct: product ID: 97745, serial# (B)(4), product type: programmer. Patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the machine/controller was not working. The patient had tried to plug the controller into the wall and was able to see the green light on the power source. Troubleshooting was started on the call with patient services, who told the caller to remove the battery from the controller. They were unable to get the battery out and couldn't continue troubleshooting. It was noted the patient was going to call back for further assistance when they were able to. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient on (B)(4) 2018. When asked to clarify what machine the patient was referring to that was not working the patient indicated that it was their main control stim that plugs into the wall then into the control. This was deemed to mean their controller. The patient indicated that the batteries just had to be reset and they had no symptoms. The patient also noted that they lost the small device included in the case when they were in the hospital. The patient also indicated that there were no circumstances that may have led to their machine not working. They were able to get the battery to come out of the controller and resolve the issue. The patient provided other illegible information that was omitted for this reason. During their follow up response, the patient also indicated that their extreme left hip pain and it firing off when they move a certain way even with it turned off has been resolved. Additional information was received from the manufacture representative (rep) on 2018-oct-17. The rep indicated that they are at the account and checked this out but they have no information regarding the pain and it firing off. The healthcare professional (hcp) and rep have no further information regarding this event. No further complications were reported/are anticipated.